Event description:
On 30-apr-2026, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant potassium result on a patient. There was no patient information nor details surrounding the event at the time of this report. Return product is available for investigation. Method: date: collected: tested: hco3: be, ecf: k: hct: hb: sample: lab alinity, (B)(6) 2026, 05:43, 05:43, 21 mmol/l, ni, 4.0 mmol/l, 29.9%, 9.6 g/dl a ven; I-stat, (B)(6) 2026, 06:55, 06:55, 14.6 mmol/l, -10 mmol/l, 2.7 mmol/l, 20 %, 6.8 g/dl, b art; I-stat, (B)(6) 2026, 07:20, 07:20, 12.1 mmol/l, -13 mmol/l, 2.4 mmol/l, <15%, <> c art; I-stat, (B)(6) 2026, 08:11, 08:11, 22.8 mmol/l, -2 mmol/l, 3.6 mmol/l, 26%, 8.8 g/dl, d art. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. Currently there is no reason to suspect a malfunction exists. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.